Event description:
During an explant, after the old device was disconnected, hv lead impedance measurments were normal. Vf induction with dc fibber was successful. However when the new device was connected, the pt was induced and the device did not terminate vf. The pt had to be externally rescued. It was also noted that it took the ICD a long time to charge. Again, hvli measurements were performed and the values were normal and another device was connected and again the new device failed to induce and the pt had to be externally rescued. Extended charge times were again noted. It was determined that the lead was anomalous. The lead was explanted.